Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject pacemaker was found in standby mode upon interrogation on (B)(6) 2016, and was re-initialized. Upon first interrogation, the displayed longevity was reportedly 9 years. Then the longevity was not displayed anymore. On a report printed by the physician, the displayed longevity was 23 years 5 months. Moreover, inconsistencies were observed in this printed report: the ICD was implanted in (B)(4) 2016, however it is indicated that the data were recorded between (B)(6) 2015 and (B)(6) 2016. Pacing amplitudes were set to 3.5v at the beginning of the interrogation, whereas it was programmed at 2.5v on (B)(6) 2016.

Manufacturer narrative:
A typo mistake was corrected in (the subject device was referred to as an ICD instead of a pacemaker). Consequently, the analysis report was updated to correct this typo mistake.

Event description:
It was reported that the subject pacemaker was found in standby mode upon interrogation on (B)(6) 2016, and was re-initialized. Upon first interrogation, the displayed longevity was reportedly 9 years. Then the longevity was not displayed anymore. On a report printed by the physician, the displayed longevity was 23 years 5 months. Moreover, inconsistencies were observed in this printed report: the pacemaker was implanted in (B)(6) 2016, however it is indicated that the data were recorded between (B)(6) 2016. Pacing amplitudes were set to 3.5v at the beginning of the interrogation, whereas it was programmed at 2.5v on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis confirmed that the pacemaker was found in standby mode on (B)(6) 2016, most probably because of a seu (single event upset), and was then properly re-initialized. The abnormal date of statistics reset displayed was due to a software issue. The unexpected displayed longevity should not be taken into account, because it was calculated just after statistics reset and was based on a few cardiac cycles.

Event description:
It was reported that the subject pacemaker was found in standby mode upon interrogation on (B)(6) 2016, and was re-initialized. Upon first interrogation, the displayed longevity was reportedly 9 years. Then the longevity was not displayed anymore. On a report printed by the physician, the displayed longevity was 23 years 5 months. Moreover, inconsistencies were observed in this printed report: the ICD was implanted in (B)(6) 2016, however it is indicated that the data were recorded between (B)(6) 2015 and (B)(6) 2016. Pacing amplitudes were set to 3.5v at the beginning of the interrogation, whereas it was programmed at 2.5v on (B)(6) 2016.

Manufacturer narrative:
Corrected (typo mistake in a date).

Event description:
It was reported that the subject pacemaker was found in standby mode upon interrogation on (B)(6) 2016, and was re-initialized. Upon first interrogation, the displayed longevity was reportedly 9 years. Then the longevity was not displayed anymore. On a report printed by the physician, the displayed longevity was 23 years 5 months. Moreover, inconsistencies were observed in this printed report: the ICD was implanted in (B)(6) 2016, however it is indicated that the data were recorded between (B)(6) 2016. Pacing amplitudes were set to 3.5v at the beginning of the interrogation, whereas it was programmed at 2.5v on (B)(6) 2016.